Event description:
It was reported that while interrogating a patient, an error appeared on the programmer. The caller cycled power, but the error did not clear. The caller had to get a different programmer in order to finish the interrogation. Technical support (ts) recommended that all peripherals be removed from the programmer and power back on. If the error is still there, it should be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was not able to replicate the customer experience of an error however errors were found in the error log and the hard drive was reconfigured and the software reloaded. The analyzer door was found to be missing and it was therefore added. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while interrogating a patient, an error appeared on the programmer. The caller cycled power, but the error did not clear. The caller had to get a different programmer in order to finish the interrogation. Technical support (ts) recommended that all peripherals be removed from the programmer and power back on. If the error is still there, it should be returned for repair. The programmer has now been returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that while interrogating a patient, an error appeared on the programmer. The caller cycled power, but the error did not clear. The caller had to get a different programmer in order to finish the interrogation. Technical support (ts) recommended that all peripherals be removed from the programmer and power back on. If the error is still there, it should be returned for repair. No patient complications have been reported as a result of this event.